Manufacturer narrative:
Date of event: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that the device was no longer working as intended after receiving the end of service message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.